Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), we received no additional information regarding the event or device. A phone call was made in another attempt to receive a copy of the operative report, however, we were unable to attain it as we could not provide them with a patient release form. A device history record review is currently in process.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.